Event description:
No additional information received from customer.

Manufacturer narrative:
The additional investigation findings (events 2-7) were reviewed and have been assessed as not reportable. Additional information: d9, h3. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection. The following reportable malfunctions were identified during the device evaluation: due to damage to the ccd unit, the image is not displayed. Based on the results of the investigation, it is likely the following led to the malfunction: electrical/electronic component problem identified, and the cause traced to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the bronchovideoscope had the video was stopping and causing black screen intermittently. The event occurred set up / inspection for use (during set up in room / before patient in room). There was no patient involvement.